Event description:
Customer reported hospitalization due to high blood glucose. Customer experienced ketones. The blood glucose reading at the time of the event was 346 mg/dl. Customer could not lower the blood glucose levels. Hospital treating with insulin drip. Customer was admitted into ICU. The current blood glucose reading is 136 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.